Event description:
It was reported that during implant attempt, the lead would not stay attached to the septum. It was also reported that the physician tried multiple times to place the lead, but the lead would immediately dislodge. The lead was not used and a new lead was implanted in the apex successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was noted that there was blood in/on the helix/lobe mechanism.